Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable glucose/hk results for two patient samples since (B)(6) 2015. Data could only be provided for one sample that occurred on (B)(6) 2015. The initial result was 545 mg/dl and was reported outside the laboratory. The nurse questioned the result and the sample was repeated with results of 220 mg/dl and 216 mg/dl. The repeat results were believed to be correct. The patient was not adversely affected. The r1 reagent lot number was 69815501 with an expiration date of 10/31/2015. The r2 reagent lot number was 69198901 with an expiration date of 05/31/2015. The field service representative could not find a problem. He performed preventative maintenance and the customer ran calibration and qc. Everything passed and a precision test was performed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general instrument or reagent problem could be ruled our based on the provided qc data and field service representative findings.